Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, hallucinating, pale, weak, vomiting, feeling lethargic and loss of consciousness. The patient administered a pen injection of insulin. The patient was taken to the hospital via ambulance. Once at the hospital the patient was treated with intravenous fluids as well as insulin and acetaminophen. The patient was at the hospital for a total of 24 hours. Once at home from the hospital the patient was able to apply a new pod.